Event description:
A customer observed imprecise valp qc results on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event showed that the calibrator responses were lower than expected. The customer follows ocd recommended protocols for sample and reagent handling. No issues were identified with transportation or storage of the reagent lot. Calibration of a new shipment of the same lot of reagent resolved the issue. The customer disposed of the prod in question, preventing any further investigation. The root cause of the event has not been determined.